Manufacturer narrative:
The device was returned for analysis. Dried body fluid was found on the device handle, main body tubing and distal end. The steering knob and lock knob functioned properly. No abnormal resistance was felt when actuating the steering mechanism. The device passed a curve test. There was no issue with deploying the array, however several splines were slightly compressed/bent on one side of the array.

Event description:
It was reported that the catheter became entangled with another catheter and its splines detached. During an ablation procedure for atrial flutter (afl) in the left atrium, the curve of the intellamap orion catheter was not working properly, and at one point it became entangled with another catheter. The splines of the catheter were deformed on the x-ray, and it was later found that the damage was a spline detachment. The catheter was exchanged for a different catheter, and the procedure was completed successfully with no serious injuries or adverse patient effects.